Event description:
It was reported to boston scientific corporation on (B)(6) 2014 that a spyglass visualization probe was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure on (B)(6) 2014. According to the complainant during preparation, outside the patient it was noted that the spyglass probe snapped. The probe was reported to have broken into two pieces. A second spyglass probe was used to complete the procedure with no patient complications. The patient's condition has been described as fine.

Manufacturer narrative:
A visual examination showed some wear at the proximal cam groove, it has also been observed that the probe was severed into two pieces. Functionally, no image or light can be transmitted through the probe. The condition of the returned incident device was consistent with the complaint that the probe broke in half. This damage occurred due to mishandling, as a result the probe broke into two pieces. Therefore, the most probable root cause is handling damage. A review of the device history record (DHR) was performed; no anomalies were noted. A search of the complaint database revealed that no similar complaints exist for the specified lot.

Event description:
It was reported to boston scientific corporation on (B)(6) 2014 that a spyglass visualization probe was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure on (B)(6) 2014. According to the complainant during preparation, outside the patient it was noted that the spyglass probe snapped. The probe was reported to have broken into two pieces. A second spyglass probe was used to complete the procedure with no patient complications. The patient's condition has been described as fine.

Manufacturer narrative:
Reported event of probe detachment. Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.